Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an event where the infusion tube was noticed to have come loose from the catheter connection. The tube did not get stuck. The tube was not torn, but fell out easily. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the investigation findings in h11 (c) and investigation conclusions (d) additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint pr. (B)(4) has been evaluated. The batch 6005336 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guideline for test of reference samples buid-umd version 11 for the code "tubing detached from tubing-tubing connector." Complaint investigations. (Photo received). Photo was provided and there is visible defect (the tubing was detached from the tubing connector) on the received photo. Therefore, an inspection to the reference samples from the lot has been requested. Complaint investigations. (Samples received) 1 used tubing and 1 unused set were provided and there is a defect in the used tubing, tubing was detached from the tubing-tubing connector. Visual inspection according to with work instruction version 39 & work instruction version 18 , test on returned samples, 1 tubing was found detached from tubing-tubing connector, unused set passed the visual inspection. Functional test 1 (static pull test) according to with work instruction version 46, test on returned samples, 1 tubing cannot be tested due to tubing-tubing connector was found detached, unused sample passed the static pull test. The following test was performed on reference samples: visual inspection according to with work instruction version 39 & work instruction version 18 , test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 (static pull test) according to with work instruction version 46, test on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the 6005336 was manufactured according to the document version 68 on the packing process in the line l171, on 19/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in database against "tubing detached from tubing-tubing connector" and lot 6005336 and no other complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test of reference samples, no non-conformance (nc) raised during production, there is a defect on returned sample, this complaint was confirmed with malfunction code idd-pmc05.08 tubing detached from tubing-tubing connector, pending CAPA decision.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the complaint (B)(4) has been evaluated. The lot 6005336 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code tubing detached from tubing-tubing connector. Complaint investigations. Photo was provided and there is visible defect (the tubing was detached from the tubing connector) on the received photo. Therefore, an inspection to the reference samples from the lot has been requested. The following test was performed: 1 used tubing and 1 unused set were provided and there is a defect in the used tubing, tubing was detached from the tubing-tubing connector. Visual inspection according to with w versio 39 & wi version 18 , test on returned samples, 1 tubing was found detached from tubing-tubing connector, unused set passed the visual inspection. Functional test 1 (static pull test) according to with wi version 46, test on returned samples, 1 tubing cannot be tested due to tubing-tubing connector was found detached, unused sample passed the static pull test. A batch record review was conducted resulting in the following: the lot 6005336 was manufactured according to the document version 68 on the packing process in the line (B)(4), on 19/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no defects or damages on the returned samples, no reported harm, no non-conformance (nc) raised during production, there is a defect on returned sample, this complaint was confirmed with malfunction code tubing detached from tubing-tubing connector, pending CAPA decision.

Event description:
To date no additional patient or event details have been received.